Event description:
Subsequent to the initial MDR, clarification was received on 10/23/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor had been inserted (sensor location information was not available). Approximately on (B)(6) 2023, the patient was receiving "high" cgm readings (no specific value provided) which the patient self-treated for with insulin. Later that same day, the patient lost consciousness while at church. At first, a church member thought he was sleeping, but he was unable to be aroused. The patient¿s sister was with him and called 911. No cgm or bg meter comparison values can be recalled by the reporter for this event. The patient was taken to the hospital. He was treated with ¿sugar¿ (other medications provided could not be recalled). It was reported that the nurse at the hospital stated the patient took too much insulin, which is what caused him to lose consciousness. He was hospitalized for three days until he was stable. The patient was ok at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Reporter updated to sibling. E1 initial reporter telephone number (B)(6).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor had been inserted (sensor location information was not available). Approximately on (B)(6) 2023, the patient was in church, and the patient lost consciousness. At first, a church member thought he was sleeping, but he was unable to be aroused. The patient¿s sister was with him and called 911. No cgm or bg meter comparison values can be recalled by the reporter for this event. The patient was taken to the hospital. He was treated with ¿sugar¿ (other medications provided could not be recalled). He was hospitalized for three days until he was stable. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.